Event description:
On (B)(6) 2023, saluda personnel was notified of a patient requested evoke spinal cord stimulation (scs) system explant. The patient reported insufficient pain relief. Multiple patient follow ups had been done with the patient and coverage was always noted as good. No allegations against the system.